Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified seasons. A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. Additional information received states the device was explanted due to recurring stress urinary incontinence. The patient was doing good following surgery.